Event description:
The customer was seen at the doctor's office due to no delivery alarms. The doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the motherboard. Unable to perform the no delivery testing due to the frozen display.